Manufacturer narrative:
B3: february is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name: corrected. One device was received for evaluation. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged downstream occlusion (dso) sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.